Manufacturer narrative:
Due to the device being bent, the device was no implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a foot surgery of an unknown date. It was discovered that fifteen (15) reduction wires were already bent in a multi-axial correction system (maxframe) foot case. It was stated that unknown straight wires were used instead. The bent reduction wires were not used on the patient. Procedure outcome was unknown; no patient consequence was reported. This report is for a reduction wire. This is report 3 of 10 for (B)(4). The other five reduction wires are captured on related complaint (B)(4).

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Corrected data: lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: a device history record (DHR) review was conducted: manufacturing location: supplier-(B)(4). Inspected, packaged and released by: monument release to warehouse date: 25-jan-2018 quantity (B)(4); 16-mar-2018 quantity (B)(4). Part number: 03.311.042, reduction wire/1.8mm diameter 400mm long. Lot number: u272802 (non-sterile). Lot quantity: (B)(4) total. Work order travelers met all inspection acceptance criteria. Certificates of conformance supplied by (B)(4) dated 11-oct-2017 were reviewed and determined to be conforming. Lot summary report for raw material dated 27-jun-2017 met all inspection acceptance criteria. Inspection sheets, incoming final inspection met all inspection acceptance criteria. Packaging label logs (pll) lppf rev c were reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection of the returned device performed at customer quality (cq) revealed that the distal tip is bent off-axis which may hinder the functionality of the instrument. The balance of the device is fair condition. The received condition does agree with the complaint description. The complaint is confirmed. Dimensional inspection: per relevant drawing, distal tip diameter: ø 1.8 +0/-0.1 mm a device history review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. A definitive root cause for the device becoming damaged could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient was on the table and under anesthesia. Surgeon was able to use the wires that were not bent. The patient was unaffected.